Manufacturer narrative:
No samples were returned for evaluation. Without the actual device and or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it has been confirmed that a sample is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the product was found to be leaking at the injection site, causing a chemotherapy drug to leak onto the patient.